Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer's spouse check on her and she was unresponsive and blood glucose was so low that it could not be read. Paramedics were called and blood glucose was 20 mg/dl. Customer was taken to the hospital on (B)(6) 2015 and blood glucose was not readable. It was also reported that customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 176 and blood glucose was 120 mg/dl. After hospitalization, customer called back for assistance in uploading insulin pump to carelink. Customer declined troubleshooting, stating that low blood glucose was due to over compensating at nights. Customer did not take active insulin into account and continued to bolus. Customer reports of being aware of behavior.